Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No lost settings anomaly noted. It was unable to perform the unexpected restart error test due to motor error alarm. The device was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.